Manufacturer narrative:
Once motor load started, the motor stopped loading prematurely. After opening up the case and inspecting the motor, there was some white gunk on the motor slide. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests due to the motor anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 620g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the piston had not moved. Customer did the self test and it was passed. Customer did not notice leaked from connection of reservoir compartment. Customer also did the fill tubing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.